Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was on disconnect mode and user was unable to dial in. User tried to unplug and plugin, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that station was in disconnected mode and could not be dialed into. Reboot and power cycle were attempted without success. A field service engineer (fse) performed troubleshooting after confirming c drive cleanup, but fatal errors persisted during medication removal. Network settings were adjusted and the station rebooted; however, the issue remained. A technical support specialist (tss) attempted database shrink operations without success, confirmed database (db) size and settings, then proceeded to back up, drop, and perform a full sync of the database. After completion and reboot, validation testing confirmed successful login, medication dispensing, and refill/load functions. Tss verified with customer and that the issue was resolved and proceeded with case closure. The system functioned as intended after technical support specialist troubleshot the device.